Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-mar-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient was not showing on the medstation, but the patient information was present on the server. A technical support specialist (tss) stated that a remote connection had been established to both the r 7westc rx station in the remote support service and the inindwapp1021 server through secure link. The tss explained that the patient had two primary identification numbers linked to the same visit identification number. The tss noted that patient cast orders had been run and transactions were retrieved for the affected visit identification number. The tss reported that one of the primary identification numbers generated an error indicating that the reconciled source visit was read only except for the visit identification field. The tss clarified that the issue occurred because multiple primary identification numbers were associated with the same visit identification number, and correction required identifying the correct primary identification number, discharging the incorrect one, and resending the orders to the proper primary identification and visit identification numbers. The tss communicated these findings to the customer through email and later identified that one of the visit identification numbers showed the patient as admitted to the chf unit without any assigned areas. The tss advised discharging the patient from the incorrect unit. The tss reported that the customer later confirmed the patient had been discharged and that no further action was required. The tss proceeded with completion of the case based on the customer update. The system functioned after the technical support specialist troubleshoot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the patient was not appearing on the station, but the customer was able to see the patient on the server with the correct room assignment, active orders, and admitted status. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.